Manufacturer narrative:
The lens was not returned for evaluation. A lot number was not reported, so a device history record (DHR) could not be performed for this device. Based on the available information, a root cause for the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient developed z-syndrome post-lens implant. As a result, the lens optic was separated from its haptics and then explanted. Another lens of the same model was then implanted at a 90 degree angle. The haptics from the first lens were left in the eye. Additional information was requested, but has not been received.

Manufacturer narrative:
Additional info: the device was returned for evaluation. Visual inspection found that only half of the lens was returned. The optic had been cut or torn in half. The haptic plate was torn off and was missing. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause for the reported event could not be determined. This report is for the first explanted crystalens iol described in the event narrative. A report for the second explanted crystalens iol was also submitted under report number 0001313525-2018-00222.

Event description:
It was stated that this crystalens intraocular lens (iol), which was implanted in the right eye, was used as a replacement to another manufacturer''s lens. With the other manufacturer''s lens, the patient was said to have experienced halos and glare. Nearly 3 months post-implant of the crystalens iol, the patient was reported to have experienced z-syndrome. Following the explant of crystalens iol (serial number ending in (B)(4) the patient experienced z-syndrome once more with a second crystalens iol (serial number ending in -(B)(4) after just one week. As a result, crystalens iol (serial number ending in -(B)(4) ) was also explanted and replaced with a lens of a different model. The surgeon attributed the recurring z-syndrome to capsular contraction. Regarding prognosis, the patient is said to be happy and seeing well.